Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The nurse asked to have someone come out to the hospital to troubleshoot the insulin pump in person. Advised that the request would be forwarded to the proper person. Nothing further was reported.